Event description:
It was reported that during a da vinci si surgical procedure the monopolar curved scissors (mcs) instrument scissor tips were noted to be loose. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the tube extension was broken at the main tube interface. The tube extension was dislodged from the main tube due to breakage. The tube extension was fractured at the base of the axial keys. The evidence was inconclusive, but the tube extension likely broke due to excessive side loading or other mishandling/misuse. The instrument passed electrical continuity testing. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.